Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that 13 hours after starting the evaluation, patient was voiding every 5 minutes. After about an hour or two, they were unable to void on their own and got so full they went to the hospital and was catheterized. The device was removed from the patient. No further complications were reported.